Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/04/2009, 03/05/2009, 03/19/2009, 03/25/2009, and 03/26/2009 by phone, fax, and mail. A completed questionnaire was received on 03/27/2009.

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported that he performed an iol rotation and the pt's symptoms resolved.